Manufacturer narrative:
UDI reference no: (B)(4). Investigation is ongoing.

Event description:
As reported, during a left transfemoral tavr procedure, tension and a lot of resistance were reported when advancing the 26mm commander delivery system/sapien 3 ultra valve through the 14f esheath. The physician noticed a kink in the delivery system. The implanting team decided to remove the entire system but felt a great amount of resistance upon removal. The team made a few manipulations to aid in removing the devices. As the delivery system/sheath was removed, a large portion of the patient¿s artery was observed to be attached to the devices. The patient¿s blood pressure dropped, and CPR was administered. The vascular team was brought in to repair the artery with covered stents. With success the patient was stabilized and moved to the ICU. Additional information provided that during the advancement of the delivery system, no device abnormalities had been noted with the esheath. The loader was fully inserted into the sheath/sheath housing without difficulty. The esheath was not inserted at a steep angle. Difficulty was felt once the delivery system got past the hemostasis valves of the esheath. During insertion, the delivery system was in the default position. The patient's vessels were not predilated. During the removal of the devices, the physician met a lot resistance therefore the delivery system was only pulled to the tip of esheath and removed as a unit and not withdrawn past the esheath. The valve was not deployed, the balloon was never inflated. After the devices were withdrawn, the liner appeared to be torn/serrated all the way through. A large part of the patient's artery was attached. An update provided on the patient status indicated the patient expired on pod1. Anesthesia attempted to place a central line on their neck while in the ICU for hemodynamic monitoring and could not control the bleeding. It was reported the patient had a lot of clots because of the extended time taken to repair the femoral injury in order to restore blood flow to the leg. It is perceived that the liner tore due to the push force felt while advancing the delivery system into the esheath.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The sheath was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following:  potion of access vessels are less than mld (minimum luminal diameter) per sheath requirement (>5.5mm); access vessels tortuosity and calcification. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no additional similar complaints for sheath shaft resistance with delivery system and/or liner torn. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath shaft resistance with delivery system and sheath shaft liner torn was unable to be confirmed. A review of DHR, lot history, manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per report, ¿tension and a lot of resistance were reported when advancing the 26mm commander delivery system/sapien 3 ultra valve through the 14f esheath¿. Per imagery review, it indicated the access vessels with a mild degree of calcification, and a moderate degree of tortuosity. The case also provides two sets of data regarding the patients mld. Imagery of the patient¿s access vessel shows 5.2 mm as a minimum mld and case note follow up states mld as size of 6 mm. The puncture site for the sheath may have been on the smaller end of the access vessel and could potentially be a factor to the resistance reported. The presence of calcification, tortuosity and potential access to the undersized mld access vessels portion can create a challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. Per the training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible¿ and ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿. Additionally, it is likely that the excessive device manipulation was used to overcome the resistance the physician felt when inserting the delivery system as well as during their attempts to withdraw the system. The resulting manipulation would have torn the liner and exposed the valve delivery system and valve through the sheath, potentially causing the subsequent damage that was reported. As such, available information suggests that patient factors (access vessel calcification, tortuosity) may have contributed to the complaint event. However, a definite root cause was unable to be determined at this time. Since no product non-conformances were identified, a product risk assessment escalation or a preventative/corrective actions (CAPA) are not required. However, per management discretion, a product risk assessment has been previously initiated to assess patient risks associated with high push force of the commander delivery system with s3u through the esheath.  A CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).